Event description:
Event description boston scientific received information that a health care professional reported that during transtelephonic monitoring of the pacemaker, every third beat had a loss of capture. They stated they believed this was due to a patient condition such as electrolytes or medications. The device was to be evaluated as soon as possible.